Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of the bd" syringe with bd luer-lok" tip was open prior to use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no photos or samples were received in the (B)(4) plant for evaluation therefore failure mode could not be verified and root cause could not be determined. DHR: 7055828 was produced on 5/2/2017 zero defects found in DHR. Investigation conclusion: root cause: no sample was provided to determine root cause.